Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the guide wire through the catheter lumen. The balloon was changed to start therapy. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the guide wire through the catheter lumen. The balloon was changed to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The 0.025¿ guide wire and t-handle were also returned. The technician attempted to insert the returned guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).